Manufacturer narrative:
Device evaluation: no product was available for investigation. The patient remains ongoing on vad support. A direct correlation between (B)(4) and the reported event cannot be conclusively determined. The submitted log file contained approximately 30 days of data, spanning from 02jul2018 at 23:50 to 01aug2018 at 12:28, and captured transient elevations in pump power and estimated flow. The transient elevations began on 16jul2018 and occurred for the remainder of the log file. A specific cause for the change in pump parameters cannot be conclusively determined. The hm ii lvas IFU lists hemolysis and infection as adverse events that may be associated with the use of the hm ii lvas. The IFU provides information regarding recommended anticoagulation therapy and inr range. In addition, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Both the IFU and patient handbook provide information regarding preventing infection. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced ongoing driveline infection was reported under medwatch MFR report #2916596-2016-00677. Approximate age of device ¿ 3 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lactate dehydrogenase (ldh) was elevated in association with the recurrence of an ongoing driveline infection and a subtherapeutic inr. The patient stopped the ongoing antibiotics due to issues with tolerating the medication and gastrointestinal (gi) side effects. On (B)(6) 2018 the patient¿s ldh increased to 422 u/l and peaked at 666 u/l. On (B)(6) 2018 ldh was at a new baseline of 454 u/l. Prior to this, the patient¿s baseline was in the high 200¿s u/l. The patient received unspecified ongoing medical treatment. The patient¿s inr had dropped from 2.2 on (B)(4) 2018 and to 1.7 on (B)(6) 2018. On (B)(6) 2018 inr was up to 2.2. The patient was bridged on 80 mg twice per day (bid) subcutaneous (sq) lovenox at 1.7. On (B)(6) 2018 it was reported that the inr had resolved. The patient had routine vad clinic exam and was found stable and doing well.